Event description:
This unsolicited device case received from united states on (B)(6) 2013 from a physician via (B)(4). The case involves a pt (demographics not provided) whose second synovial fluid culture was found to be positive for staphylococcal infection whilst receiving treatment with synvisc. Past medical history, past drugs, relevant concomitant medications or concurrent condition were not reported. On an unk date, the pt initiated treatment with synvisc injection (dosage regimen, route of administration, batch/lot number and expiry date: unk) into an unspecified knee for an unk indication. On an unk date (after unk latency), the pt developed knee effusion. Later, on unspecified dates, the physician drained pt's knee two times (arthrocentesis) and both the samples of synovial fluid were sent for culture. First culture was found to be negative; however, second culture was found to be positive for staphylococcal infection (septic arthritis staphylococcal). Action taken: unk. Corrective treatment: unk. Outcome: unk. Pharmaceutical technical complaint (ptc) was initiated and conclusion was pending for the same. It was reported that the next day (on (B)(6) 2013), an orthopedic surgeon (who worked with physician) was going to take the pt into the operating room (or) to debride the knee. Pharmacovigilance comment: sanofi company comment dated (B)(6) 2013: in this case the pt experienced septic arthritis staphylococcal whilst receiving synvisc for an unk indication. The causal role of synvisc can no be excluded for the occurrence of septic arthritis staphylococcal, however, lack of information regarding previous medical history and the concomitant medications used by the pt precludes the complete case assessment.